Event description:
It was reported that the pump "was inserted in an upside down position" due to a "previous injury from 19 years ago that has influenced the surgical positioning" and that "scar tissue appears to be influencing the access to the pump as well." It was also reported that the device "has not worked at all" and that the patient has "soreness and discomfort." A "revision" was reported to have occurred on (B)(6) 2012. The reservoir and cuff were checked and the pump was replaced in the "down" position. The device was "fully operable and functioning well" at the end of the procedure. Additional information regarding the event has been requested, but was not provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.